Event description:
Reportedly, a follow up of the pacemaker involved in the this MDR report was performed and revealed absence of pacing, inappropriate sensing and high impedances on atrial and ventricular channels. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.